Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was storing multiple atrial fibrillation (af) that did not appear to be af. Intermittent far p-wave oversensing was observed. Decreased r-waves and undersensing were observed on a stored pause episode. Programming changes were discussed, but no changes will be made. The patient will continue to be monitored.